Event description:
Additional information was received from a manufacturer representative. It was reported that the patient did not know the specific dates of when the therapy stopping occurred. The patient still planned on recording future occurrences and then running a report to see if it might be happening at a specific time. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿ s therapy was turning off by itself. It was reported that the patient¿s therapy stopped two times and showed that it was off when check with a patient programmer. The patient did not know the date of the events. The patient planned on recording when this occurs in the future. No further complications are anticipated.